Manufacturer narrative:
(B)(4). The sample was discarded; however, a companion sample and lot information was provided. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 5. Gts had the patient cycle power twice to the "press go to start" prompt. Gts then advised the patient to start over with new supplies and explained that air had entered into the disposable set. Product surveillance contacted the patient who explained that no leaks or holes were detected. The patient stated the sample was discarded but was able to provide a companion sample and the lot information. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). One used sample was received in reference to the system error (se) 2240 alarm. The set was placed on a machine for priming and no alarms were noted. No manufacturing abnormalities were noted during visual inspection. This report was not confirmed. The batch review was performed with no issues noted. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).